Event description:
It was reported that the patient was experiencing pain that goes from her neck down to her toes when she urinates. Four to five days prior to the date of this report, the patient started feeling the urge to urinate "almost all the time" and now had to wear diapers. The patient never had to wear diapers prior to implant. When the implantable neurostimulator (ins) was off, it reduced the symptoms and/or pain when urinating by about 80%, but the pain was still there. While the ins was turned on and off, the patient felt a "grabbing sensation" in her toes and saliva glands. It was noted that it happened before in may, the ins was turned off, and it stopped. The program was changed and that helped before, but the issue was still occurring. It was noted that the patient had no trauma or falls leading to changes. The patient had an appointment with a nurse practitioner later on the date of this report. It was later reported that the patient had cramping or pulling in her jaw and down both legs with the ins on only. It was noted that the patient did have a fall 2-3 months ago, and then she started to feel pulling in her jaw area and in her legs with the ins on and a full return of symptoms. The previous week the patient was reprogrammed and the "pulling sensation" went away. The patient was getting therapy, but a couple of days later she had a return of the "pulling sensation" and a full return of symptoms. The patient felt stimulation vaginally where she always had, but "lost benefit." X-rays were being taken to look at lead positioning. Impedances were also taken, and they were normal being in the 700 ohms. Bipole pairs with electrode #0 were elevated at around 2500 ohms. The patient was given new programs. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was later reported there was a loss of therapeutic effect. It was also noted there was a shocking and jolting sensation. Patient was still feeling pain down their leg with excessive stimulation with their toes curling. It was noted the patient mentioned 'the doctor says he has no idea what to do and neither does the representative.' The doctor did diagnostic tests and nothing was discovered. It was also noted the pain started after the fall had happened. It was later reported about one year after the patient was implanted the patient begin experiencing painful stimulation, toe curling and overstimulation in the wrong location that went up to their shoulders and neck. The patient had been unable to get any satisfaction from the 4 programs. The pain and adverse events occur when the device is turned up to a high enough amplitude to control her bladder symptoms. When stimulation was decreased the overstimulation and pain decreased. Therapeutic effect also decreased when stimulation was turned down. It was reported that the patient had fallen once. The patient had put her foot up and fell two feet to the floor. It was noted the patient stated the health care professional (hcp) recommended a lead revision and device replacement. Patient had an appointment scheduled with their hcp. It was also noted the hcp was checking with their colleagues for additional information and suggestions. The device was checked in delaware. Patient had been told by representative that 'the impedances had something wrong with them.' It was noted the hcp took an x-ray and confirmed the lead was placed exactly where it was placed initially. The hcp did not see any fractures in the lead. The representative reprogrammed the device and advised the patient not to change the settings. It was noted the representative 'programmed around the impedance issue.' The new settings had not been providing sufficient symptom reduction. Patient was only getting 30-50% symptom reduction. Before the impedance issue the patient was experiencing 80% relief. It was noted the stimulation was better than nothing but was not acceptable. Follow up reported the representative was not aware of the meeting and had no information.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v526888, implanted: (B)(6) 2011. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).